Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and suture was used. It was reported that the needle easily detaches from the suture during suture process. The procedure was completed successfully. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional: it was reported that the device had performance pull off suture needle. It was received for analysis an unopened sample. The complaint sample was not received. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Additional information: device identification, device manufacture date, evaluation codes. A manufacturing record evaluation was performed for the finished device batch mah619, eh8030h and no non-conformances were identified.